Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device following a scheduled interventional procedure. It was reported that the arterial access site appeared to be in the common femoral artery. The device was inserted, deployed and removed without difficulty. The knot was delivered, however, successful closure was not achieved. Manual compression was applied. While compression was being held, it was reported that the pt's blood pressure "dropped" to 60/54. The pt was treated with an unspecified type and amount of intravenous fluid. The physician suspected a retroperitoneal bleed. After approx 20 minutes of manual compression, hemostasis was achieved. The pt was taken to radiology for a cat scan which revealed a "small retroperitoneal bleed". It was reported that the pt was discharged one or two days later and was doing "ok". The physician stated that he believed that the arteriotomy was borderline and not a "high stick" because the pt did not require surgical intervention as hemostasis was achieved with manual compression.